Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported no air from processor involving pentax medical video colonoscope, model ec38-i10cl (B)(4). The event timing and location are unknown. No death or serious injury was reported.

Manufacturer narrative:
(B)(4). The customer owned endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer. Ec38-i10cl (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 07-feb-2022, a device history record(DHR) review for model ec38-i10cl (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 16-sep-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 16-sep-2021. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: we checked the returned unit and confirmed that the air/water socket chipped/cut o-ring . Based on the result, we concluded that it was caused due to the excessive force applied on the air/water socket.